Event description:
A female was admitted for a partial left knee replacement. During the procedure, it was noted that the drill bit broke off. X-ray was performed and reviewed by surgeon. Drill bit found localized in femur and inoperable.